Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. A DHR review is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon injecting sterile water into the foley catheter during a pretest, the water leaked out. The leak would have probably been at the connection between the inflation valve and the syringe, but since the details were unknown, the user wanted to investigate if there was any leakage from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon injecting sterile water into the foley catheter during a pretest, the water leaked out. The leak would have probably been at the connection between the inflation valve and the syringe, but since the details were unknown, the user wanted to investigate if there was any leakage from the catheter.